Event description:
It was reported that loss of telemetry was observed on the right ventricular device during the implant procedure. Despite using a new programmer, link module, and electrocardiogram cable, the telemetry was unable to be reestablished. The device was removed, and the implant procedure was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. A visual inspection revealed the measured helix length was within performance specifications. Further analysis performed showed normal device characteristics without any anomalies contributing to reported event failure to interrogate. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.